Event description:
It was reported that after an initial return of blood glucose into range, the user experienced a subsequent hypoglycemic event with readings in the 40s and reported feeling lightheaded; the user ingested oral glucose (half a soda) for recovery, and troubleshooting and education were completed. Investigation included a telephone assessment and troubleshooting guidance. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. Symptoms included hypoglycemia with lightheadedness. Outcomes included the self-treatment with oral carbohydrate without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.